Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold crease, wear abrasion, three curved openings on posterior, yellow particles on the shell, total delamination on plug strap disk shell, and white calcification on the shell. Leak test and microscopic analysis was performed which identified: a crease smooth opening on radius, three striated openings on posterior, and total delamination on plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius assessed as fold flaw opening. Three striated openings on posterior assessed as surgical damage consist in the use of some surgical tool. Total delamination on plug strap disk shell assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. The device remains implanted.